Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 29-jun-2024, it was reported that the patient faced infusion tubing ripped off at the base or hub at site, which cause the patient blood glucose elevated to 252 mg/dl. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.